Manufacturer narrative:
The company rep examined the system and no problems were found. The phaco handpiece was tested and no problem was found. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6): preventing corneal burns during phacoemulsification, (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A customer reported during a cataract procedure, a pt experienced a corneal burn. Add'l info has been requested.